Manufacturer narrative:
Tip shows signs of heavy charring and discoloration. Blade had longitudinal crack but no separation at distal end. Slight misalignment between cracked edges produced sharp edge. Heavy pressure applied while cutting combined with low irrigation flow rates may have combined to cause such charring and may have led to break at distal end of tip. In addition, signs of twisting of blade was evident by dislocation. Customer abuse by using blade as pry bar or chisel may have resulted in break.

Event description:
The surgeon was using the bone scalpel, when the blade split up the middle causing a rough sharp edge on the blade; a tear in the dura was caused by the split in the blade. Surgery was delayed 20 minutes to repair the dura. Dura was repaired prior to closing, and the pt is recovering normally.